Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was contrast in the inflation lumen. There was a kink .5mm from the proximal markerband and there was a pinhole in the balloon material 5mm from the distal edge of the proximal markerband. There were several scratches on the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation and was inflated twice at unspecified pressure. However, on the third inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 4mm peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation and was inflated twice at unspecified pressure. However, on the third inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with 4mm peripheral cutting balloon (pcb). No patient complications were reported and the patient's status was good.